Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the pump was in good condition. No apparent contamination. The pump event history showed a base hardware failure and battery communication timeout errors in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during power up process, using biomed diagnostics to monitor battery status. The interconnect does not work properly. The root cause of the reported issue was unable to be determined, no physical damage or contamination to interconnect board. The technician replaced interconnect board and replaced battery. Power up process and device passed all the functional test.

Event description:
It was reported that a base hardware failure and cannot detect the battery was observed. No patient injury was reported.